Event description:
It was reported that asymptomatic patient presented to clinic. Under fluoroscopy, externalized conductors were observed. No electrical anomalies were detected. Lead was explanted.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 7.6-11.2cm and 13.5-15.5cm from the distal tip. Internal insulation abrasions were found at 9.1-9.2cm and 12.2-13.4cm from the distal tip. External insulation abrasions were found at 14.0-14.5cm and 17.9-19.1cm from the proximal end, consistent with lead friction to the ICD can. The etfe coating was intact at all of these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.